Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with cracked battery tube threads, broken belt clip slot and stripped battery cap(p) coin slot.

Event description:
Customer 's parent reported via phone call that insulin pump battery was off cap was stripped. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump will be returned for analysis.